Manufacturer narrative:
The suspected device was not returned for evaluation. Therefore, visual inspection, functional testing, and event history log review could not be performed. A review of the available service history identified no previous related repairs within the last 12 months. The customer complaint pump displayed error code 1816 could not be confirmed. Based on the information provided and the absence of the device for evaluation, a probable cause could not be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the pump had error code 1816, it was unable to resolve by removing and replacing batteries. The medication 5fu (5 fluorouracil) was infused. This event occurred during infusion at the patient¿s home. The operator of the device was patient. There was no patient harm.